Event description:
It was reported following the procedure with the ensite array catheter, the patient developed a pericardial effusion. The array catheter was used in the right ventricle for a right ventricular outflow tract (rvot) ventricular tachycardia. It is unknown if intervention was required to resolve the pericardiocentesis. A bsw ablation catheter was used in the right ventricle during the procedure. The array catheter was discarded at the hospital.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unknown. Should additional information become available, a follow up medwatch will be submitted. Due to the limited information provided to st. Jude medical, the cause for the reported pericardial effusion remains unknown. The ensite instructions for use state that the risk of vascular perforation exits with any intracardiac catheter, do not advance the catheter or guidewire if resistance is encountered.